Event description:
In 2001 I went into surgery to obtain mcghan breast implants. Immediately after they were inserted, I started to have symptoms. Depression, severe fatigue , muscle pain, blurred vision, severe night sweats, restless legs syndrome, forgetfulness, severe capsular contracture with pain. My surgeon can assist with test information. I had to have them urgently removed in 2016.